Event description:
A customer called beckman coulter regarding a centrifuge containment failure that occurred with a customized automation centrifuge. The customer indicated that centrifuge parts and pt sample tubes were not contained within the centrifuge housing. Centrifuge parts and pt sample tubes that exited the centrifuge housing did not come in contact with any laboratory personnel. The customer indicated that some laboratory personnel may have been exposed to blood from the pt sample tubes and were taken to occupational health.